Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device timed out during capacitor maintenance. The patient was brought in-clinic and another capacitor maintenance was performed. The charge time was in range. The device remains implanted. The patient will continue to be followed via remote monitoring and in clinic checks.